Event description:
Patient called with his spouse, patient said he felt stimulation. Patient to send communicator back.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information was received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received stating that the patient doesn't have any issue with tingling their leg. Their communicator has been not working which has been replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) wanted to lower their stimulation intensity since they had a slight tingle in their leg but they could not get the communicator to work to connect because the communicator had no light turning on. During call pt held the power button but communicator did not turn on. They plugged it into the micro usb cord and held the button but it did not turn on. Pt closed all applications and reset the handset. Pt plugged the communicator into another micro usb cord but it did not turn on. They then attempted to recharge the implantable neurostimulator (ins) and the pt noted they had a hard time finding the ins when agent asked for event date they said it was most of the time because sometimes it was easy and other times it took them 10 minutes to find it. Agent reviewed best ins charging practices and they got recharging excellent right away and ins was at 100%. Agent reviewed how to turn therapy on and off in recharger application. The issue was not resolved. A request was sent to the repair department to replace the communicator.